Event description:
The initial complaint was reviewed and found not reportable because customer confirmed that only one tfna nail was broke post-operatively. The broken tfna nail is reported under manufacturer report number 8030965-2021-09327.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient underwent a tfna (trochanteric fixation nail advanced) procedure with the implants in question. Two (2) tfna femoral nails broke in the patient postoperatively and were explanted on (B)(6), 2021. There is no further information available. This report is for one (1) 11mm/130 deg ti cann tfna 400mm/right - sterile. This is report 2 of 2 for (B)(4)..

Manufacturer narrative:
: Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.